Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety cover fell off. This report captures the second event with the 02jun2023 event date. The following information was provided by the initial reporter: we got the product complaint from our customer concerning the eclipse safety needle, ref. (B)(4).lot. 2239880. The customer has had a dangerous, close call situation with two different needles, when the safety cover of the needle has come off when it has been put on the needle after blood sampling. There has been two needles now, from which the safety cover has come off. The needles came from the same box and are the same lot. The safety cover came off in the same way both times. "The second time I handled the cover with special care because I was afraid the safety cover would come off again and then it did, but I didn't stick myself that time either."

Manufacturer narrative:
H.6. Investigation summary: "material #: 368650. Lot/batch #: 2239880. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety cover fell off. This report captures the second event with the (B)(6) 2023 event date. The following information was provided by the initial reporter: we got the product complaint from our customer concerning the eclipse safety needle, ref. (B)(4) , lot. 2239880. The customer has had a dangerous, close call situation with two different needles, when the safety cover of the needle has come off when it has been put on the needle after blood sampling. There has been two needles now, from which the safety cover has come off. The needles came from the same box and are the same lot. The safety cover came off in the same way both times. "The second time I handled the cover with special care because I was afraid the safety cover would come off again and then it did, but I didn't stick myself that time either.".